Event description:
A report was received that a patient was experiencing loss of stimulation. High impedances were noted on the patient's lead and reprogramming was attempted but was not successful. The patient then underwent a revision to have the lead explanted. The patient was re-implanted and is reportedly doing well.

Event description:
A report was received that a patient was experiencing loss of stimulation. High impedances were noted on the patient's lead and reprogramming was attempted but was not successful. The patient then underwent a revision to have the lead explanted. The patient was re-implanted and is reportedly doing well.

Manufacturer narrative:
Device analysis confirmed the complaint. Visual (microscope) and x-ray inspection of the lead revealed that two of the cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited.